Manufacturer narrative:
Pump had blank display due to missing r13 feedback resistor ati/b. Unable to verify signal too low, unexpected restart, off no power limit alarm and battery out limit alarms due to blank display. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4)

Event description:
Customer's father reports that customer received an unexpected restart alar, signal too low alarm, off no power, and battery out limit alarm. Crack on display screen is also reported. Customer's father was advised that insulin pump would need to be replaced. No further information provided.